Event description:
It was reported that on (B)(6) 2025, a farawave catheter was used during an atrial fibrillation ablation procedure, which was completed successfully without complications. The catheter was disposed. Following the procedure, the patient reported the onset of severe mid to right chest discomfort, burning, and tightness radiating to the jaw beginning on (B)(6) 2025. The patient started omeprazole on (B)(6) 2025 with minimal symptom improvement. An EKG performed on (B)(6) 2025 was normal. The patient was evaluated by a gastroenterologist on (B)(6) 2025 and was prescribed protonix 40 mg and pepcid, resulting in partial improvement. The patient, who is a nurse, self suspected severe esophagitis. The patient presented to the emergency department from (B)(6) 2025 for chest tightness and shortness of breath, which resolved spontaneously. Chest x ray, laboratory testing, and EKG performed during the emergency department visit were unremarkable.

Manufacturer narrative:
A1: patient identifier - updated. A2: date of birth - updated. D4: lot number - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that on 13jun2025, a farawave catheter was used during an atrial fibrillation ablation procedure, which was completed successfully without complications. The catheter was disposed. Following the procedure, the patient reported the onset of severe mid to right chest discomfort, burning, and tightness radiating to the jaw beginning on (B)(6) 2025. The patient started omeprazole on (B)(6) 2025 with minimal symptom improvement. An EKG performed on (B)(6) 2025 was normal. The patient was evaluated by a gastroenterologist on (B)(6) 2025 and was prescribed protonix 40 mg and pepcid, resulting in partial improvement. The patient, who is a nurse, self suspected severe esophagitis. The patient presented to the emergency department from 20jun2025 to (B)(6) 2025 for chest tightness and shortness of breath, which resolved spontaneously. Chest x ray, laboratory testing, and EKG performed during the emergency department visit were unremarkable.